Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected. The pump exhibited a fill estimate issue, initially showing 240 units rather than the 150 units anticipated. There was no adverse impact to the customer's blood glucose level. The caller was educated to understand the readings and instructed to deliver a 10.2 unit bolus multiple times to update the insulin estimate. Despite attempts to reload the cartridge and even replacing it with a new one, the discrepancy persisted. Customer technical support (cts) escalated the matter and advised the caller to monitor the pump after delivering 10.2 units of insulin and follow up if the problem continued.